Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainer, patient reported that they were examined by their dentist and they were informed that they need a root canal and crown due to the aligners moving their tooth too fast and causing it to die.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.